Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient was seen by the eye care provider for medical treatment in (B)(6) 2016 and diagnosed with a corneal ulcer of the right (od) eye. The patient discontinued lens use for two weeks and underwent treatment, unspecified. When seen for follow-up in (B)(6) 2016 the incident had fully resolved. Good faith efforts have been made to obtain additional information without success. This incident is being reported in an abundance of caution due to incomplete diagnosis and lack of medical information.